Manufacturer narrative:
Following product return and completion of lab analysis, this event will be further updated and a follow-up report submitted.

Event description:
--

Event description:
Boston scientific received information that during implant proceedings, this device failed to convert an induced vf rhythm during dft testing; external shocking required. Additionally, it was noted that during the devices shocking attempts, an abnormal noise had been emitted and a less than 20 ohms fault code displayed. The chronic right ventricular (rv) lead was then reconnected with the device and normal values observed. A capacitor reformation was performed, displaying a 45 second charge time out and end of life (eol) indicator. Visual inspection noted melted insulation damage on the chronic leads and a notable hole on the base side of the device case. As a result, the chronic rv lead and the attempted implant device were removed from the procedure and replaced with competitor products. The right atrial lead remained implanted and in service with the new system and both explanted products are intended to be returned for a post market evaluation. Subsequent information states that the physician reportedly induced lead insulation damage via electrocautery use during the procedure. Boston scientific's internal technical services communicated that this could have caused or contributed to the reported clinical observations. Following return, analysis of both returned products will assist with root cause findings.

Manufacturer narrative:
Upon return, visual inspection of the returned lead segment noted insulation abrasion at 167-173 mm from the terminal pin. The insulation was abraded through to the rate/sense lumen but did not breach the inner insulation. An additional area of insulation abrasion was noted at 195-202 mm from the terminal pin; this area was abraded through to the high voltage lumen, and arcing damage was noted on the lead at this location. The morphology of the insulation breach was consistent with lead-on-can contact.